Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer can feel insulin inside the reservoir compartment, and the insulin pump kept alarming no delivery. The mother mentioned that the customer was experiencing low blood glucose of 62mg/dl. No further information was provided.